Manufacturer narrative:
Device met the specifications of the dmr and the order when distributed. The legrest adjustment had not been evaluated in the environment in which the chair was going to be used. Client was not given instruction about driving techniques that can be used on ramps. This chair had a tilt function as well as power elevating legrests, both of these can be used to give more ground clearance if needed.

Event description:
The chair was delivered on (B)(6) 2014. Since it was a nice day the instructions about the new chairs operation were given outside. That evening the client was using a ramp in his house and he fell out of the chair. 911 was called because he had received lacerations to the side of his face but he did not require a trip to the emergency room. The client was not wearing a positioning belt at the time of the incident. The client says that the footrests were not adjusted correctly and they came into contact with the floor when he reached the bottom of his ramp. Client feels that if the instructions for use and chair evaluation had been done in his home the incident would not have happened.